Event description:
Boston scientific received information that this right ventricular (rv) lead has been displaying decreased r-wave amplitudes, decreased pacing impedances, and increased capture thresholds. Boston scientific technical services (ts) discussed the possibility of a micro lead dislodgement, and the field representative was going to review the information with the patient's physician. Subsequent information has been received that the patient's physician thought it may be a micro-dislodgement as well. At this time, the patient will continue to be followed normally and the lead trends will be monitored. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is currently available, our investigation is complete. This investigation will be updated should further information be provided.